Manufacturer narrative:
G4:14apr2021. B4:20apr2021. The customer confirmed that the oxygen issue was identified during testing, based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:14apr2021. B4:14apr2021. H11:b5: it was reported to philips that the device had a oxygen source issue causing an unidentified alarm. H10: an authorized service personnel(asp) was dispatched to the customer site and found that the device was providing oxygen. The asp found that the oxygen line was not connected properly. The asp re-connected the oxygen line to resolve the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had an alarm condition. No further details available at this time. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.